Event description:
The nurse reported that when the surgeon began using the anterior vitrectomy probe it would not actuate. The system was switched out to complete the case. Additional information from the nurse stated a posterior capsule tear occurred due to weak zonules. The surgeon did not fault any alcon product. The patient is doing well.

Manufacturer narrative:
The company service representative examined the system and found the vitrectomy pump comes on, but no pressure is noted to the probe. The company service representative found a fluid trail in the system. The manifold assembly was replaced and will be sent for in-house testing. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This report was mailed to FDA on: 09/25/2009.